Manufacturer narrative:
(B)(4). Evaluation of the returned device found the guide was broken at the suture bearing area. The plunger, cuffs, link, needle tip and monofilament were not returned with the device. The marking patency was performed and the device was patent. Patient anatomical conditions such as obesity and calcification can be a contributing factoring in this type of event; however, in this case there was no information regarding the patient anatomy. Based on the investigation findings, the probable root cause for the guide break is related to the operational context in the use of the device. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint database was performed and there were no similar complaints within this lot for the guide break failure mode at the time this investigation was performed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, after inserting the device, a continuous drip of blood was not present from the marker lumen indicating arterial marking was not achieved. Manual compression was applied for thirty minutes to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.